Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump. The pump was received with cracked case at display window corners and display window. (B)(4).

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the act button is not functioning properly. The customer stated that he tried to push the button to bolus for his blood glucose, but the bolus wizard would not work. The customer tried a manual bolus and was able to push the up and down buttons, but could not press the act button. The customer stated that the pump may have gotten damp at the football game since it was raining. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.